Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32474. It was reported that the patient experienced ineffective stimulation. The system was autoreducing. Reprogramming was attempted, but was unable to restore effective stimulation. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the leads were explanted and replaced. It was discovered the leads had fractured. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.